Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy procedure, the device balloon physically broke while placing the camera port. There was no patient injury.